Event description:
A complainant alleged that she had experienced a reaction with symptoms of burning and irritation of the tongue after she had used a caviwipe to wipe her water bottle and taking a sip out of the bottle before letting the area dry.

Manufacturer narrative:
The complainant sought medical attention with a dermatologist who diagnosed her with a burn tongue. She was prescribed a topical ointment that contains lidocaine and kaopectate. The doctor said that the tongue is healing well. To date, the complainant is doing fine. The product involved in this alleged incident was not returned and no lot number was provided; therefore, no evaluations can be conducted.